Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The physician was attempting to pre-dilate a 90% stenosed, 3x12mm, de novo lesion located in the severely calcified, severely tortuous distal rca (right coronary artery) with a 1.5x12mm apex balloon catheter. Vascular access was femoral. The physician experienced difficulty crossing the target lesion. Once the balloon catheter reached the lesion, the balloon ruptured on the first inflation at 5 atms after being inflated for 10 seconds. The device was removed intact. There were no shaft kinks noted on the device prior to use. The pre-dilation and procedure was completed successfully with a different device. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.